Event description:
The customer reported that the device jammed during the case. It is unk if the device was applied to tissue at the time, and if so, how it was removed. There was no pt injury reported. There is no further information available from the site regarding this incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.